Event description:
It was reported that during an anterior cruciate joint reconstruction surgery the tip of a fiberwire needle broke inside the patient. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the image provided from the field, it is evident that the tip of the tapered needle was broken. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces. According to dfu-0222-eor2_fmt_g. Precautions: " 2. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holder."